Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot number, h12h02021 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for peritonitis. The cause of the peritonitis was unknown. Treatment for the peritonitis included oral antibiotics (type, dose, and frequency unknown). On an unknown date during hospitalization, the patient stopped peritoneal dialysis, had her pd catheter removed, and began hemodialysis. The patient was discharged from the hospital and had recovered from this peritonitis event. Additional information was requested but is not available. Same patient as (B)(4).

Manufacturer narrative:
(B)(4). Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.